Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable cause of the malfunction was one of the following: 1. The tissue pad was worn and partially detached because nothing was held between the grasping section and the probe tip (including the cut tissue) during the seal & cut output. 2. The tissue pad had peeled off, causing the probe tip to come into contact with the uninsulated part. 3. An error occurred because the seal & cut output was performed with the probe in contact with the uninsulated part. Contact marks were also produced. Also, an abnormal noise was generated. The event can be prevented by following the instructions for use which state: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic surgical device had an error occur stating there was metal detected disrupting the connection. The doctor continued using the device and the error stopped. Later, the same error showed up again, but would intermittently error and work again. The doctor noticed that the tip of the blade appeared purple when heating up. Upon inspection of the blades, the white plastic within one of had lifted off the blade, interrupting the connection. Furthermore, a high pitch screechy sound could be heard coming from the machine. The issue occurred during a therapeutic total laparoscopic hysterectomy. There were no reports of patient harm. The procedure was finished with the same brand of device but a new one. The procedure was delayed 5 minutes to replace the device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.